Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the common bile duct for drainage during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the distal flange of the axios stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. Reportedly, the patient was terminal and the physician decided to reschedule the procedure. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and it was observed that the stent was partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Manufacturer narrative:
Block b5 has been updated with additional information received on july 15, 2024. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the common bile duct for drainage during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the distal flange of the axios stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. Reportedly, the patient was terminal and the physician decided to reschedule the procedure. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and it was observed that the stent was partially deployed. Additional information received on july 15, 2024. The procedure was rescheduled on (B)(6) 2024.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the common bile duct for drainage during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the distal flange of the axios stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. Reportedly, the patient was terminal and the physician decided to reschedule the procedure. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and it was observed that the stent was partially deployed. **additional information received on july 15, 2024** the procedure was rescheduled on (B)(6) 2024.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. Visual inspection found that the stent was partially deployed. Media inspection on the photos of the device provided was performed confirming the reported event of stent partially deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed as the stent was received partially deployed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential complication associated with the use of the device. The reported event is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.